Event description:
Pt is "18 month" old was playing with the stretcher (the yellow part, that lowers the rail). As he was playing with it. He was walking around. He was able to move the piece that locks it and the force of the rail came down while his finger was in the track. Cut his 2nd digit on the right hand.